Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise. Review of the egms showed low amplitude rapid noise on both the atrial and ventricular tip to ring channels. Because the shocks occurred at the patient's home and in the ambulance, a device issue, instead of a lead issue, was suspected. The device was replaced. There were no further patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. Device performance data indicates there was noise on recorded episodes that was similar on the a and v channels.

Event description:
It was reported there was oversensing and the patient received inappropriate shocks. The pace/sense portion of the lead was capped and replaced. High impedance of > 3000 was also noted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was never capped, but the pacing portion was programmed off. The lead is still in use.